Event description:
It was reported that during the patient device follow up the r-wave amplitudes had decreased and there were episodes showing oversensing on the right ventricular (rv) lead. An attempt was made to reproduce the noise, but this was unsuccessful. Boston scientific technical services reviewed the data and observed noise oversensing resulting in non-sustained ventricular tachycardia (vt) episodes. The noise is not consistent with electromagnetic interference (emi). Additional testing was recommended as normal device operation cannot be guaranteed with the out of range r-wave amplitude. The physician was considering a lead revision. At this time, the lead remains in service. No adverse patient effects were reported. Additional information: surgical intervention was performed to explant and replace the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during the patient device follow up the r-wave amplitudes had decreased and there were episodes showing oversensing on the right ventricular (rv) lead. An attempt was made to reproduce the noise, but this was unsuccessful. Boston scientific technical services reviewed the data and observed noise oversensing resulting in non-sustained ventricular tachycardia (vt) episodes. The noise is not consistent with electromagnetic interference (emi). Additional testing was recommended as normal device operation cannot be guaranteed with the out of range r-wave amplitude. The physician was considering a lead revision. At this time, the lead remain in service. No adverse patient effects were reported.